Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that a patient had an unexplained collapse and several episodes of unsteadiness. It was also reported that the patient's pacemaker had spurious longevity/battery impedance measurements. The system is still in use. No further patient complications were reported due to this event.